Event description:
The vascade 6/7f devices were used in a procedure where 4 vascade 6/7f devices were utilized. 3 of these devices which were inserted into 8 fr sheaths were successfully utilized without any issue. The 4th device was inserted into a 6 fr sheath at the access site of the left femoral vein. The disc was deployed and the sheath was removed, but at this point it was observed that the device was inserted past the white lock/grip into the access site. The fellow attempted to remove the device, but it would not come out of the access site. Dr. Hsu, the attending physician, attempted to remove the device, but was unable to remove the device. Dr. Hsu then used a retrieval snare device through the internal jugular vein but was unable to retrieve the device. It should be noted, when the device was pulled through the access site and into the patient, manual compression was held to achieve final hemostasis for the left femoral vein. Dr. Hsu then accessed the right femoral vein utilizing a 16 fr sheath and was able to remove the device from the patient. A figure of eight stitch was utilized to close the 16 fr sheath. The retrieved device was inspected and was determined to be intact with the collagen still locked under the black sleeve. No complications or injury noted.

Manufacturer narrative:
The reported complaint was reviewed by (B)(6) on 5/21/19 and assessed to be reportable. The review of the DHR (lot g580i190227a) indicated that the device lot met all established performance criteria prior to shipment. The device was not returned for investigation. Per the reported event the device was inserted past the white lock/grip into the access site. The attending physician, removed the device with a snare. Conclusion: device was inserted past the lock/grip which caused difficulty in removing the device, which was achieved through surgery. 7/12/19: after initial investigation and conclusion, the device was returned to cardiva medical for investigation: the device was returned in a disc de-deployed state. The key was not in the lock, and the black sleeve was not retracted. The collagen was returned with the device and under the white inner sleeve. The device was completely intact. The disc deployed and de-deployed without incident. The black sleeve was verified to be in its locked original position. The key was inserted into the lock and the black sleeve retracted without issue. The collagen was observed to be in the inner white sleeve under the black polyimide outer sleeve and was not hydrated and was blood free except for the distal end. Device works as intended. Conclusion after physical device investigation: device was inserted past the lock/grip which caused difficulty in removing the device, which was achieved through surgery. (No change from previous conclusion).

Manufacturer narrative:
Per the reported event the device was inserted past the white lock/grip into the access site. The attending physician, removed the device with a snare. Conclusion: device was inserted past the lock/grip which caused difficulty in removing the device, which was achieved through surgery.

Event description:
The vascade 6/7f devices were used in a procedure where 4 vascade 6/7f devices were utilized. 3 of these devices which were inserted into 8 fr sheaths were successfully utilized without any issue. The 4th device was inserted into a 6 fr sheath at the access site of the left femoral vein. The disc was deployed and the sheath was removed, but at this point it was observed that the device was inserted past the white lock/grip into the access site. The fellow attempted to remove the device, but it would not come out of the access site. Dr. (B)(6), the attending physician, attempted to remove the device, but was unable to remove the device. Dr. (B)(6) then used a retrieval snare device through the internal jugular vein but was unable to retrieve the device. It should be noted, when the device was pulled through the access site and into the patient, manual compression was held to achieve final hemostasis for the left femoral vein. Dr. (B)(6) then accessed the right femoral vein utilizing a 16 fr sheath and was able to remove the device from the patient. A figure of eight stitch was utilized to close the 16 fr sheath. The retrieved device was inspected and was determined to be intact with the collagen still locked under the black sleeve. No complications or injury noted.